Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for a blood glucose exceeding 600 mg/dl. No significant events lead to the emergency room; the customer simply took himself there due to high blood glucose. The patient experienced diabetic ketoacidosis, and he was wearing the pump at the time of his hospitalization. The doctor had removed his pump and after they changed the pump's battery the device alarmed with a battery out limit. The customer was assisted with clearing the alarm. Troubleshooting was declined for the high blood glucose and no products were shipped or returned.